Event description:
It was reported that the subject device had occurred error e315. The issue was found during reprocessing. There was no patient involvement.

Manufacturer narrative:
E1: facility name and address: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, the definitive root cause of the reported issue (e315) could not be determined. Moreover, additional reportable findings were identified: "foreign matter (black water) has come out from the channel"¿ and based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device. Updated fields: b5, d8, d9, g1, h2, h3, h4, h6, h11.